Event description:
Event description guidant received information that a transtelephonic monitoring (ttm) system indicated this pacemaker was at a battery status consistent with elective replacement near (ern). The device had been implanted for two years and this indicator was not expected. This device does have an advisory, however it is unknown if the ern status is related to the advisory status of this device.